Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the apical bleeding cannot be confirmed; however, the patient's advanced age (B)(6) and female gender may have also increased the risk for apical access bleeding. There was no report of difficulty advancing or withdrawing the ascendra sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following the successful implantation of a sapien valve, after the sheath had been removed and the patient was taken to the recovery room, the patient was taken back to surgery due to bleeding at the apical suture line. During the tavr procedure, no issues were noted at the access site. The patient's cardiac tissue was described as normal. The patient was noted to be in stable condition post surgery.